Event description:
Customer reported receiving a reading of 461 mg/dl when testing with the freestyle meter, yet customer had symptoms of hypoglycemia. Paramedics were called and customer was transported to the hosp. Paramedics administered oxygen and saline during transport. Upon arriving to the hosp, a reading of 134 mg/dl was obtained with an unk brand meter and the customer was released with no treatment. The customer reported testing with the freestyle meter 20 minutes later and customer received a reading of 403 mg/dl. Customer also reported that on a previous occasion they received a freestyle reading "hi" (>500 mg/dl). Customer administered insulin based on this reading and shortly thereafter became hypoglycemic. No other info was provided regarding this event.